Event description:
It was reported that 200 days after implantation of a taxus express2 2.5x20 mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal right posterior descending artery(r-FDA). A pre-intervention stenosis of 80% was reported. A 2.5x20 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. No information was received regarding the vessel tortuosity or calcification. No information was reported concerning patient medications. The patient was reported to have tolerated the procedure well . The patient presented 200 days after the initial procedure with a 90% in-stent restenosis of the proximal r-pda and 80% stenosis of the mid r-pda. The lesions were balloon dilated and subsequently a taxus 2.5x20 mm stent was deployed in the mid r-pda distal to the original 2.5x20 mm taxus stent. A post-intervention stenosis of 0% was reported for both lesions. The patient was reported to have tolerated the procedure well.